Event description:
On 02/23/1999 following a stent placement an angio-seal device was placed in a patient's right groin. The deployment was without difficulty; however, there was immediate bleeding with the formation of a hematoma that required application of manual pressure followed by a femostop (duration unknown). Approx two minutes post-deployment the venous sheath was removed, with continuing growth of the hematoma. The hemoglobin dropped from 11 to 7.5 over the next few hours, requiring a transfusion (type and amount unknown). The patient was taken to surgery were an exploration of the right groin found a 3 cm pseudoaneurysm and triple sticks into the artery; all were repaired. The patient was discharged 2 days after surgery. As of 03/23/1999 there has been no further report to the manufacturer of complication or additional patient sequelae.